Manufacturer narrative:
The device is expected to be returned. It has not yet been received.

Event description:
Device malfunction: failure to deploy clip. Time of malfunction: during vessel closure. Symptom/ae: failure to achieve hemostasis. It was reported that a physician in training in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, the clip was fired; however, hemostasis was not achieved. The device was removed and the physician reverted to manual compression and the use of a femstop device. There were no reported adverse patient effects. Though requested, no additional information was provided.